Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/17/2026 and 01/18/2026. The patient did a bg meter reading at this time, which was 50 mg/dl.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 8pm, the patient¿s cgm value was 233 mg/dl. He gave his nightly long-acting insulin dose and a fast-acting insulin dose for the high cgm value. Around 4am, the patient woke up to his cgm value being 60 mg/dl and dropping. Due to him waking up with a low cgm value, the patient questioned whether the cgm value of 233 mg/dl that he dosed insulin for before bed was an accurate reading. The patient stated that his eventual visit to the ER was due to ¿giving himself insulin based on the dexcom readings and now he is constantly dropping¿. The patient felt shaky, sweaty, nauseous, had diarrhea, felt like he was going to fall over, and lost consciousness. It was not confirmed when during the event the loss of consciousness occurred or when the patient regained consciousness. The patient self-treated with juice but despite this, the patient¿s cgm value did not rise. The patient did a bg meter reading at this time, which was 80 mg/dl. Ems was called and when they arrived, they treated the patient with glucose gel. The patient could not recall any other details as he was reportedly incoherent at the time. The patient was transported to the ER. The patient was still in the ER at the time of report (same day as the event) and being monitored. It was not specified when the patient was discharged from the ER. Attempts to reach the patient for further event clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.